Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the nc emerge balloon catheter. The shafts, balloon, and markerbands were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the device presented no damage or irregularities. The shaft was not flattened or damaged. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed using a test .014¿ guidewire. The guidewire was inserted into the tip and was able to advance through the inner shaft with no issues or resistance. Inspection of device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 3.00 mm x 8 mm nc emerge® balloon catheter was advanced for dilatation. However, when the balloon was inflated at 26 atmospheres, the guidewire lumen appeared to be flattened. The catheter became stuck with the guide wire and the devices were then removed together. The procedure was completed with a different device. There were no patient complications reported.